Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. In this case, the patient¿s minimum luminal diameter (mld) was 8.5 with mild calcification and mild tortuosity. The exact cause of the dissection is unknown, however it is possible that calcium/tortuosity not appreciable on imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), after the removal of the delivery system the sheath was withdrawn with a contrast injection, and there was an iliac perforation. With the sheath removed the 20fr dilator was inserted to tamponade the perforation. A peripheral stent was prepped, inserted and deployed to cover the perforation. Further contrast injections indicated that the leak was sealed with a return of full vascularization. During the implantation of a 23mm sapienx xt valve by tf approach, the sheath insertion and bav was done without issue. Movement of the balloon catheter placed the crimped valve distal to the distal marker. About &#55316;he valve was beyond the distal marker. It was determined that this valve could not safely be deployed and the operators decided to withdraw the valve, delivery system and sheath. All were withdrawn with caution. While withdrawing the system a new valve and delivery system were prepped. After removal of the system a new 16fr esheath was inserted with ease. There was a subsequent drop in blood pressure. The anesthetist treated the hemodynamics with medical support. The 2nd valve was inserted and deployed in good position with minimal pvl. After the removal of the delivery system the sheath was withdrawn with a contrast injection, and there was an iliac perforation. With the sheath removed the 20fr dilator was inserted to tamponade the perforation. A peripheral stent was prepped, inserted and deployed to cover the perforation. Further contrast injections indicated that the leak was sealed with a return of full vascularization. Patient was transferred to the recovery unit awake. As per cs, it was an operator error by not pulling the flex catheter fully into valve alignment position. The patient's minimum luminal diameter (mld) was 8.5 with mild calcification and mild tortuosity.